Event description:
Incorrect blood glucose reading. Attempted to use the livongo blood glucometer to make treatment decisions. Due to bad readings ended up with multiple weeks of bad diabetes treatment decisions. Glucometer test don't match glucose range using livongo test fluid.